Manufacturer narrative:
The complaint of a split at the 12cm depth marking was confirmed and the cause appears to be use related flexural fatigue damage. The product returned for eval was on 4fr single-lumen power PICC solo catheter. Usage residue was seen throughout the sample. Microscopic examination of the distal end of the catheter revealed evidence of a sharp instrument cut. A partial circumferential split was observed in the catheter just distal to the 12cm depth marking. Depth marking wear was noted proximal to this split. An attempt to infuse water through the sample using a 12ml syringe revealed a leak at the split site, with an occlusion found distal to the split. Tactile inspection of the sample revealed that the split occurred opposite a partial circumferential kinking impression. The catheter kinked preferentially at the site of the impression during manual manipulation. Multiple kink impressions were also felt in the catheter proximal to the split site, but these did not present any subsequent splits. Microscopic examination of the split site revealed stress discoloration at the corners of the splits, as well as on the opposing inner catheter wall as observed when bending the catheter. Buckling of the catheter material was observed in the vicinity of the split. The cross-sectional area of the split site was granular with rounded fracture edges. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage and mechanical factors may gradually form a crack(s) in the catheter. The IFU for this device cautions "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or pt discomfort."

Event description:
Patient had extravasation and when removed they found that 4cm was missing from the end, they had not cut PICC when inserted, so should be 55cm, only 51cm was removed, patient to go (B)(6) to have the excess PICC removed. A split was found at 12cm above the hub - it was a circular split and not longitude and was close to breaking. Inserted (B)(6) 2015. Feedback from (B)(4). Details of incident / nature of device defect test, on (B)(6) 2015 we had one split PICC. This week we have had 4 split PICC's over a 2 day period. None of the piccs were occluded prior to use. They were placed by different inserters, different diagnosis and different chemotherapy infused through them. They were inserted in (B)(6). Details of injury (to patient, carer or healthcare professional): no injury to 4 patient. One patient had an infiltration of CT contrast on (B)(6) 2015 which is being reviewed by plastic surgeons. Action taken(includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier). All the damaged piccs have been removed and the piccs kept - manufacturer will collect next week to send for investigation. All patient will require new piccs inserted.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reye2182 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.